Manufacturer narrative:
Based on our investigation, we can conclude that the trajectories of the returned guide align with the final plan. Additionally, no issues were found during the guide's quality analysis. The deviation at site #9 may have been misperceived, due to the the implant placement in the final plan used in production being different than the planning file that was initially submitted (both plans were approved by the doctor). However, no potential cause of the trajectory deviation at site #8 could be found at this time. This report has been updated to include a trajectory analysis of the returned guide.

Event description:
The guide was used for implant surgery. The doctor stated that the guide seated well. However, when drilling, he observed that the trajectories deviated toward the palatal plate (worse at site #9 than #8). He also stated that the implants were planned very facial, so he was surprised that they ended up more palatal. Implants were removed and the sites were grafted, and the doctor plans on remaking the case some time in the future.

Manufacturer narrative:
Based on our investigation, we can conclude that the trajectories of the guide mold align with the final plan. Additionally, no issues were found during the guide's quality analysis. The deviation at site #9 may have been misperceived, due to the implant placement in the final plan used in production being different than the planning file that was initially submitted (both plans were approved by the doctor). However, no potential cause of the trajectory deviation at site #8 could be found at this time. Further analysis will be performed if the surgical guide is returned to anatomage.

Event description:
The guide was used for implant surgery. The doctor stated that the guide seated well. However, when drilling, he observed that the trajectories deviated toward the palatal plate (worse at site #9 than #8). He also stated that the implants were planned very facial, so he was surprised that they ended up more palatal. Implants were removed and the sites were grafted, and the doctor plans on remaking the case some time in the future.